Event description:
A customer reported experiencing a cartridge alarm while attempting to load a new cartridge. There was no adverse impact on the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). Although the customer initially encountered the issue, it resolved on its own, enabling the customer to successfully reload the cartridge and resume insulin therapy without further assistance. No additional actions were necessary, and the customer planned to contact support again if the issue persisted.